Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was duplicated. During evaluation, leak was observed from the biopsy channel, internal tear marks were noted, glue was peeling from the forceps cover, the probe unit was noted to be loose, and crack was found on the bending section cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, an interior leak was noted with the evis exera ii ultrasound gastrovideoscope during reprocessing. The reprocessing that was occurred was prior to an unknown procedure. The intended unknown procedure was completed successfully. It was indicated that there was no delay in procedure due to the event. Upon inspection and testing of the returned device, it was observed that the glue on the forceps cover had peeled off. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the cause of the forceps cover glue peeling likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.